Event description:
The customer reported that a pt was ventilated and required recannulation due to the cuff was consistently deflating. The customer had no other information.

Manufacturer narrative:
The lot number is unk; therefore, the date of manufacture cannot be determined. The tube was discarded and therefore unavailable for failure investigation. No analysis or conclusions can be made without the device. Information has been added to the database for trending purposes.